Event description:
During index procedure one endeavor drug-eluting stent was implanted in the 1st obtuse marginal. Patient was asymptomatic at 30 day follow-up. Approximately 5 months post index procedure spontaneous gastrointestinal bleeding occurred. Duodenoscopy was performed. Investigator stated that event was not related to study stent or procedures. Patient was asymptomatic at 6 month follow-up.

Manufacturer narrative:
(Haemorrhage).